Event description:
It was reported that on an unknown date, the two (2) reduction forcep points rachet, protection sleeve, trocar, sharp hook, insertion guide, two (2) t-handle with quick coupling, screwdriver shaft, driving cap and radiolucent insertion handle were found damaged after use in surgery. There was no patient consequence reported. This report involves one 12.0mm/8.0mm protection sleeve 188mm. This is report 7 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is a j&j employee. Part: 03.010.063, lot: 1482819, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: may 16, 2006, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal tip of the 12.0mm/8.0mm protection sleeve 188mm was found to be deformed. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed deformed condition of 12.0mm/8.0mm protection sleeve 188mm would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.